Manufacturer narrative:
We (ottobock) are the manufacturer of the free walk kit. The orthopedic technician is responsible for the correct assembly and fitting. The entire kafo (knee ankle foot orthosis) was sent in to ottobock. It has been examined. It was found that the locking mechanism of the knee joint of the orthosis does not work as it should. This is because the two components "170s1=120 lock for knee joint" and "170z96 steel cable for lock" are not connected to each other in accordance with the instructions for use. The knot of the pull cable is located directly on the spring. If the position is unfavourable, this can lead to increased friction, so that the spring force of the component "170e2=2 leg spring for lock" is no longer sufficient to move the lock to the locked position. The following specification is described in the instructions for use: chapter 8 maintenance, [...] Information: note that the knot has to be at least 5 cm away from the lock. In conclusion the cause of the failure is a use error of the orthopedic technician.

Event description:
The technician reported that the device (kafo) woks fine and then randomly stops working. The patient fell and injured his shoulder. Surgery was necessary. The information about the injury was received on 16th april 2026.